Manufacturer narrative:
The evaluation showed, that there is play in the axis and the right bolt of the posterior link is missing. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the knee joint is broken. The patient did not fall.